Manufacturer narrative:
Initial reporter addr 2: macquarie university research park a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump has lifted keypad and cracked rear case. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: device manufacture date. Additional information: imdrf annex a, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the syringe pump has lifted keypad and cracked rear case. There was no patient involvement.

Event description:
It was reported that the syringe pump has lifted keypad and cracked rear case. There was no patient involvement.

Manufacturer narrative:
Additional information: if other specify, imdrf annex a,b and d codes and manufacturer narrative. Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with keypad lifted (slightly) on the upper left side between the rate display window and light tower. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photo. H3 other text : customer provided sample photo only. No device was returned.